Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible out of range issue on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure.